Event description:
It was reported to philips that the device was switching itself off. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and according to the additional information gathered, the system was in clinical use at the time of the reported event. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. A philips remote service engineer (rse) inspected the system remotely and confirmed the x-ray generator reported internal cx software error via the review of the logs. As part of troubleshooting, the field service engineer (fse) examined the system on-site and performed tube re-adaptation, tube yield and edl (entrance dose limitation) measurements on the frontal plane. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.